Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasoft lancing device had a cocking control issue. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue with the lancing device began approximately on (B)(6) 2013 at an unknown time. The patient reportedly manages her diabetes with an unknown type of insulin, januvia pills, metformin pills and gliperide pills and did not make any changes to her usual diabetes management routine after the alleged issue occurred. The patient claimed she developed symptoms of ¿sweating¿ but despite her symptoms she denied receiving any form of medical intervention. It would have been helpful to understand if the patient may have reduced or completely stopped testing as a result of the alleged issue. At the time of troubleshooting, the cca noted that the subject lancing device was not being used for the first time. It is not known how long the patient had been using the subject lancing device for prior to the alleged issue occurring. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (08/22/2013). The patient¿s lancing device has been returned and evaluated by lifescan product analysis on 8/5/2013 and 8/15/2013, respectively, with the following findings:the lancing device passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.